Event description:
It was reported that a patient presented the following day after an implant procedure. The atrial lead was found to be dislodged. The physician elected to explant and replace the atrial lead. There were no patient consequences.